Manufacturer narrative:
Similar events have occurred for the product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported metallosis is considered to be under the scope of this recall. No further investigation is required. H3 other text : not returned to the manufacturer.

Event description:
As reported by customer: high metal ion concentrations give rise to metallosis. Implantation on (B)(6) 2009 and prosthesis removal for metallosis on (B)(6) 2024.